Event description:
The customer reported that ht jaws of the device would not reopen. It is unk if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. There was no pt injury. And a new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.